Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on 07-10-2022 for transmitter with serial number 8wnd8x. However, transmitter with serial number 8wnb8x was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number 8wnb8x within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.